Manufacturer narrative:
Additional information was received that this complaint is not reportable because the agent delivered was 20% from setting. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
Not reportable.